Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient's mother stated during the night, the cgm kept showing low values such as 40 mg/dl and 47 mg/dl. She kept treating the patient with snacks. Since the cgm value did not change despite the snacks, a bg was taken in the morning on (B)(6) 2020, which showed 800 mg/dl, while the cgm showed 77 mg/dl. No symptoms were reported. The mother took the patient to the hospital where he was treated with saline and insulin, and he recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.